Manufacturer narrative:
An event regarding tibial subsidence involving a triathlon mis baseplate #5 was reported. The event was confirmed by medical review. Method and results: device evaluation and results: not performed as no items were returned, as they remain implanted. Medical records received and evaluation: suboptimal technique of baseplate cementation with patchy cementation defects below a short keel baseplate in a patient with (unexpected) osteopenia has resulted in early and severe migration of the baseplate in posterior tilt leading to mechanical instability of the baseplate with quite likely additional instability of the knee in flexion as secondary effect. Device history review: review of the DHR was satisfactory. Complaint history review: chr confirmed that there are no other similar reported events for the lot. Conclusions: medical review has indicated that suboptimal technique of baseplate cementation with patchy cementation defects below a short keel baseplate in a patient with (unexpected) osteopenia has resulted in early and severe migration of the baseplate in posterior tilt leading to mechanical instability of the baseplate with quite likely additional instability of the knee in flexion as secondary effect. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Implanted.

Event description:
Sus voluntary event report mw 5056454 stated: I had a total knee replacement. It is a stryker triathlon. I've had nothing but severe pain since the replacement. It was done in (B)(6) 2013. I have been to numerous orthopedic doctors to get help but all they care about is it isn't loose or infected. At times I think the doctors think I'm lying about the pain. The last 2 weeks have been horrible.